Event description:
It was reported the serial number was displayed as all 'zeros'. All other interrogated parameters are normal and consistent with programmed settings. It was later reported that the serial number had been changed manually and all device checks have been normal. There were no patient complications and the device is still in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The zeroes in the serial number were not the result of a device reset. No device reset was detected in memory. No anomalies were found.